Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pelvic inflammatory disease ('reproductive system disorder or condition type of disorder or condition pelvic inflammatory disease\infection(bladder\urinary tract\vaginal): pelvic inflammatory diseases') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test" and device use issue "essure micro-insert implanted earlier than 6 weeks after delivery". The patient's medical history included body mass index, multigravida and parity 3 (on (B)(6) 2000, (B)(6) 2004 and (B)(6) 2006.). Previously administered products included for birth control: yazmin in 2003. Concomitant products included lisinopril for blood pressure high. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2006, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), abdominal pain ("pain abdominal/hip") and arthralgia ("pain abdominal/hip"). The patient was treated with surgery (procedure: hysterectomy with bilateral salpingectomy). Essure (ess205) was removed in 2007. At the time of the report, the pelvic pain, pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, arthralgia, dysmenorrhoea, menorrhagia, pelvic inflammatory disease, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: dates of live birth: (B)(6) 2000, (B)(6) 2004 and (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: plaintiff fact sheet and mr received,case become incident new reporter, patient demographic, historical conditions, concomitant essure indication stop date,and event injury to herself replaced with abnormal bleeding (vaginal, menorrhagia), reproductive system disorder or condition type of disorder or condition:pelvic inflammatory disease, dysmenorrhea (cramping), pain, vaginal discharge, weight gain / loss specify which one weight gain and patient did not under go essure confirmation test, device use issue ,abdominal pan and hip pain event added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.